Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16672.

Manufacturer narrative:
The suspected part was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the product investigation lab (pil) has verified by a temporary install of the faulty speaker onto the pil standard test bed (stb) that there was no repeat of any error codes during the diagnostic portion of the stb operation. In addition the pil tech verified that the speaker does emit a distinct audible alarm during induced alarm conditions and the speaker passes all resistance testing of the voice coil and associated wires of the speaker. The faulty speaker accusation has resulted in a no problem found /the suspect speaker operates as designed."

Event description:
This report is based on information provided by philips service personnel and is being investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator displayed a primary alarm failure. There was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
The service engineer (se) reported that the speaker assemblies were outside the tolerance. The field service engineer (fse) speaker assemblies to resolve the issue. The system meets the specification for the performed service and is returned to use. This concludes this investigation.